Manufacturer narrative:
Block b3: date of event not provided. However, june 1st, 2017, was selected as the estimated event date because the information in the article was studied between 06/2017 and 27/2023. Block d4, h4: the complainant was unable to provide the complaint device upn and/or lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter's address: (B)(6). Reported here as it exceeded the character limit for the designated field. Block g2 literature source sergio a. Sanchez-luna, ethan pollack, dalton norwood, hector caceres, babusai rapaka, isaac e. Perry, usman barlass, rachel mitchell, jessica mccreight, shajan peter, ramzi mulki, ali ahmed, kondal kyanam, et al. "Lumen-apposing metal stents provide early and late clinical benefits for the management of benign gastrointestinal strictures: is there a role for definitive therapy?". Den open (2025) - 10.1002/deo2.70005- https://doi.org/10.1002/deo2.70005 block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
Boston scientific became aware of information involving the hot axios lumen-apposing metal stent (lams) through the article titled "lumen-apposing metal stents provide early and late clinical benefits for the management of benign gastrointestinal strictures: is there a role for definitive therapy?" By sergio a. Sanchez-luna et al. The article describes a retrospective single-center study conducted at the university of alabama at birmingham (USA) including 42 lams placements in 35 patients between june 2017 and july 2023 for the management of benign gastrointestinal strictures refractory to prior endoscopic balloon dilation. Per the article, the axios lams system (boston scientific) was used in all cases. Multiple stent sizes were available to the endoscopists (diameters 10, 15, and 20 mm; lengths 10 and 15 mm), with 20 x 10 mm reported as the most frequently utilized configuration (60% of cases). The study evaluated technical success, early clinical success, late clinical success, sustained post-lams clinical success, stent dwell time, need for reintervention, and adverse events classified according to asge lexicon criteria. Adverse events were reported in 28% of cases. The most frequently reported adverse event was stent migration, occurring in 24% of cases. Additional adverse events included difficulty with stent removal requiring surgical intervention and creation of a roux-en-y gastrojejunostomy. No procedure-related deaths were reported. Device-related performance considerations were also described. Balloon dilation through the lams was required in 38% of cases to achieve adequate luminal diameter. In a small subset of cases, additional fixation methods (endoscopic suturing or over-the-scope clip) were utilized to reduce migration risk. Please refer to the published article for full procedural details, complete adverse event descriptions, and additional clinical context.